Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 1990, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (to remove essure and to remove essure). Essure (ess205) was removed on (B)(6) 2000. At the time of the report, the dysmenorrhoea, urinary tract disorder and urinary tract infection had resolved and the anaemia, psychological trauma, headache and nausea outcome was unknown. The reporter considered anaemia, device dislocation, dysmenorrhoea, headache, nausea, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure (ess205). The reporter commented: previously reported insertion date: 2012. Received treatment for urinary problems , uti . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 1990, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (to remove essure and to remove essure). Essure (ess205) was removed on (B)(6) 2000. At the time of the report, the dysmenorrhoea, urinary tract disorder and urinary tract infection had resolved and the anaemia, psychological trauma, headache and nausea outcome was unknown. The reporter considered anaemia, device dislocation, dysmenorrhoea, headache, nausea, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure (ess205). The reporter commented: previously reported insertion date: 2012. Received treatment for urinary problems , uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Event added- device dislocation. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 1990, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2000. At the time of the report, the dysmenorrhoea, urinary tract disorder and urinary tract infection had resolved and the anaemia, psychological trauma, headache and nausea outcome was unknown. The reporter considered anaemia, dysmenorrhoea, headache, nausea, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure (ess205). The reporter commented: previously reported insertion date: 2012. Received treatment for urinary problems, uti. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: dysmenorrhea (cramping), anemia, psych injury, urinary problems, uti, headaches, nausea. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.